Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and a burn mark was noted on the can. No other visible anomalies were noted. The ipg passed communication testing with the programmer and the blue screen utility device. The ipg passed the auto test and successfully charged with the lab charger. Conclusion: the reported complaint could not be confirmed. The lab charging system was able to detect the ipg and the ipg accepted a full charge. The claim regarding pt discomfort could not be confirmed. The ipg passed functional testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6)2009, the pt was implanted with a scs system. In (B) (6) 2010, the pt fell and developed pain at the ipg site. The pt stated that the pain intensified when the ipg was on. The pt requested that the ipg be removed. The device was explanted on (B) (6)2010.